Manufacturer narrative:
Correction: d10, h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information stated the radiologist noticed that "the way they are cutting the strings was causing holes in the catheter."

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) medical center (USA) informed cook that they noticed a hole in the tubing of a ultrathane cook-cope type locking loop multipurpose drainage catheter from an unknown lot. The patient required the placement bilateral nephrostomy tubes in (B)(6) 2020. At an unknown time after placement, the user reported ¿a pinhole was discovered on each catheter approximately two inches from the hub outside of the body under the latex/silicone cuff.¿ the catheters were replaced on (B)(6) 2020. The customer informed cook that ¿the radiologist looked at the catheters and realized that the way they are cutting the strings was causing holes in the catheter. They are going to change their practice.¿ no other adverse effects were reported. A review of documentation including the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed, as lot information was not provided. Based on the device master record review and design history file review there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: "precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. For cook-cope type locking loop mechanism: a. Pull suture end tight to form loop configuration in catheter, and tie securely. B. Trim off excess suture, and slide latex sleeve over suture to prevent leakage." The customer informed cook that the hole in the catheter tubing was caused by their current practice of cutting the suture string. Based on the information provided, no returned product and the results of our investigation, a definitive root cause for the failure was determined to be an unintended user error. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6)-year-old male patient required the use of two ultrathane cook-cope type locking loop multipurpose drainage catheters during a bilateral nephrostomy tube placement procedure. At an unknown time after placement, leaking was noted. The operator stated that "a pinhole was discovered on each catheter approximately 2 inches from the hub outside of the body under the latex/silicone cuff." A procedure to remove and replace the catheters was scheduled for (B)(6) 2020. No other adverse events were reported in this incident.